Event description:
Affiliate reported that inadequate drainage was noted. As a result the surgeon attempted to adjust the pressure and was unsuccessful. As a result the device was revised. It was noted that the surgeon is still experiencing programming issues and is monitoring the patient with an external drainage tube.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the testing of the device an occlusion was found. Once the valve was irrigated the flow was normal. The device did fail the programming test as a result of biological debris that was found throughout the device. This appears to be the cause of the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.